Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp 3 lead microbore catheter extension sets had air entering the lines; further described as "interrupted lines". This was observed during patient use in the neonatal intensive care unit (nicu). Additionally, the event was further described as devices not having "negative pressure" which resulted in the lines backing up; if the to keep open (tko) pressure was not high enough, there was clotting as well. The customer was working with staff to ensure proper tightening of the connection to the intravenous (IV) tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.